Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the synchroseal instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had a tear in the jaw cover. The customer used a backup synchroseal instrument, and the procedure was completed as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: there was no injury to the patient and the instrument is available for return for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The jaw cover was found to have tearing. Tears measure from 0.369¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The probable root cause is partially or wholly caused by user handling of the device, including sample manipulation or operational technique.

Event description:
Refer to h11 for follow-up information.